Event description:
During review of the patient's programming history on (B)(6) 2012, it was discovered that a system diagnostics test on (B)(6) 2007 changed the patient's settings to unintentional settings and no final interrogation was performed prior to the patient leaving the office visit. It wasn't until the patient's next visit on (B)(6) 2007, that the incorrect settings were noticed and the patient was re-programmed to therapeutic settings.

Manufacturer narrative:
Analysis of programming history.